Manufacturer narrative:
Product complaint # (B)(4) h3 photoinvestigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows the user holding two needles together, one of which has no tip. A clear analysis of the tip of the needle could not be performed due to the position of the needle. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there patient consequences? If yes, please explain. No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time and the increase time of anesthesia? If yes, please explain. - was there any change in the patient¿s post operative care due to the reported alleged deficiency? If yes, please explain. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a thyroid lobectomy with isthmus resection procedure on (B)(6) 2025 and suture was used. During the procedure, the doctor performed surgery on the patient and used suture to suture the incision after removal. Due to the small needle tip structure of the product, no abnormalities were found during the appearance inspection before use. When inserting the needle for the first time, it was found that the needle was missing. The surgeon immediately searched for it inside the incision, but to no avail. They reported to their superiors and called the radiology department for bedside imaging. The radiographic images showed that there was no metal foreign object inside the incision, and then a new needle was used to complete the suture. The process of screening for foreign objects, from discovering the foreign object, adjusting the bedside x-ray machine to completing the screening, takes about half an hour, which prolongs the patient's surgery time, increases the maintenance time of anesthesia, and the dosage of anesthesia is not adjusted, increasing the possibility of unexpected risks during the operation. After postoperative comparison, it was found that the length of the needle involved in this incident was basically the same as that of other needles, and the cross-section was neat and smooth. It is speculated that the lack of sharpening during the production process caused the missing needle tip, rather than the needle tip broke. No adverse patient consequences were reported. Additional information was requested.